Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during the daily check of the device, it was observed the device will not display an etco2 reading above 12". The user tried multiple known good cannulas which did not resolve the issue. There was no patient involvement during the time of the event, therefore no patient or user health consequences or impact occurred.